Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was implanted with an afx2 bifurcated and vela suprarenal in 2016. On (B)(6) 2018, we were made aware that this patient had a possible endoleak type iii (not specified). There was no sac enlargement and the patient is reported to be doing well. Patient will undergo an angio and possible reline. There has been no additional patient sequalae reported at this time.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefor no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event s of a type lllb endoloeak and the additional findings of stent cage dilation during review of a post implant CT scan. The most likely cause of the type lllb endoleak and stent dilation could not be determined based on the information shared with endologix to review. The final patient status was reported to be favorable pending diagnostic testing. The clinical assessment determined that there was evidence to reasonable suggest stent cage dilation of the main body of 21% (stretched and breeched) occurred that were not included in the event as reported. The stent cage dilation was discovered on (B)(6)2018 during review of the fifteen month post implant CT scan. Procedure-related harms and the final patient disposition could not be determined due to the lack of medical information surrounding the event. There were no reports of negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.